Manufacturer narrative:
Post-reset ram crc alarm, trace pointers are invalid and history pointers failed not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose was unknown at the time of incident. Customer was unable to clear the alarm and unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.